Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had multiple falls and the lead migrated which was confirmed by x-rays. In turn, the patient experienced ineffective stimulation. As a result, the patient's lead was explanted and replaced on (B)(6) 2017. The issue was resolved.